Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt dizzy and intermittent loss of capture was observed on the right ventricular (rv) lead. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.